Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with a new screwdriver. The damages identified to the rims of each set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated (B) (4). As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening. (B) (4)

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Screwdriver was not returned.